Manufacturer narrative:
The cartridge has not returned for product evaluation; therefore, the root cause of the customer site reported failure mode cannot be determined. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
It was reported that the patient¿s venous blood chamber started to leak blood out of bottom of the drip chamber during treatment causing large volume of blood loss. Console was heavily covered in blood, and blood was not able to be returned. The patient lost approximately one liter of blood. It was reported that the drip chamber cracked causing the nurse to treatment to end. No intervention has been needed up to this point, but the lead nurse states the patient experienced low blood pressure and low blood count post event.